Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to request assistance with programming on the insulin pump. She wanted to program the transmitter. Assistance was provided. Customer also reported she was experiencing blood glucose of 597 mg/dl, treated with a shot. Customer stated she was experiencing high blood glucose because she was off the device for a couple of days now. She has it under control now that she is back from her honeymoon. No further information reported.

Manufacturer narrative:
Our original medwatch form was submitted before the complaint was updated to reflect that the device was an insulin pump.